Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple alarms & had to resume insulin delivery. As the customer was driving, a system check w/tandem technical support, was unable to be performed at the time of the call. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the customer received a button alarm while the pump was in a pocket. Tandem technical support reviewed with the customer the possible causes and stated that this can occur when the button on top of the pump is pressed for a period of time due to possibly an object in the pocket pressing against the button. The customer's blood glucose level was not impacted.